Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged heart failure while using the device. Medical intervention was prescription medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged heart failure while using the device. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: light dust-like contamination on top of the blower box. Pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. Pil was unable to get care orchestrator information from device. Device was likely reset prior to pil receipt as indicated by the device having 305.2 machine hours and no blower or therapy hours. Review of the device log showed: errors logged: 0 errors were logged. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device , there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit.